Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not showing on the station. The customer stated that this malfunction affected a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by inactivity settings on the station. A technical support specialist confirmed the issue was resolved by reviewing pyxis enterprise server reports and verifying with the daytime pharmacy. Permission to close the case was granted by the customer via phone. The system functioned as intended after the technical support specialist resolved the issue.